Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the subject device had a broken cable, abnormal appearance, that occurred during preparation for use for an unspecified procedure. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a broken cable, abnormal appearance, that occurred during preparation for use for an unspecified procedure. There were no reports of patient injury or harm associated with this event.